Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is no longer feeling stimulation. In addition, communication cannot be established between the ipg and charging system. A replacement charging system did not resolve the issue. Surgical intervention will be undertaken at a later date to address this issue.